Event description:
It was reported that the unit always alarms for occlusion even after recalibration. The event occurred during set up. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was received for evaluation. Visual inspection found no exterior damage. The event history log revealed an 'occlusion - check infusion line' and a 'sf: force sensor test'. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.